Manufacturer narrative:
This report is submitted on november 16, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced skin irritation at abutment site however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017.